Manufacturer narrative:
H4: the lot was manufactured from november 29, 2020 - november 30, 2020. H10: four (4) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. All samples were sliced at the top left side where the customer likely drained the contents. Functional testing was performed which revealed a leak between the spike port cap tube and the spike port bonding area of all samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a four (4) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port, right between two plastic winged pieces. There was no patient involvement. No additional information is available.